Event description:
The customer tested her blood glucose using her contour meter and received a reading of 386 mg/dl. She retested using another meter and received a reading of 175 mg/dl. The difference between the reading falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.

Manufacturer narrative:
The customer did not have her meter with her at the time of the call, so it was not possible to obtain the product info. It's not possible to determine the manufacture date or 510k number without the meter info.